Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was 175 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that the received the alarm immediately after the battery change. The device will not be returned for analysis.